Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection, as listed in the absorb gt1 instructions for use, is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a non-calcified lesion in the proximal circumflex artery. Pre-dilatation was performed with several balloons (1.5x8mm, 2.0x12mm, 2.5x18mm, 3.5x12mm). The 3.5x28mm absorb gt1 scaffold was deployed and post-dilated with a 3.5x12mm balloon. After post-dilatation, an edge dissection was observed which was treated by implanting another absorb scaffold. There was no adverse patient sequela. No additional information was provided.